Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. Initially, the pump would display belt slip errors at lower speeds, and if occlusion was reduced, the belt slip errors were observed the moment the occlusion was increased again. Upon opening the pump, the pst found the belt tension was slightly loose. Increasing the belt tension appeared to resolve the belt slip issues. The pump ran fully occluded for two hours after the belt tension was increased.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed verification/release testing successfully. The unit operated to the manufacturer's specifications. Per the user facility's biomedical engineer, on (B)(6) 2024 after the fsr evaluation, the pump received another belt slip message. The roller pump was replaced.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed an 'overcurrent' and 'belt slip' message. The user facility found that the occlusion was too tight and loosening it resulted in normal operation and the roller pump was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.